Event description:
During the device evaluation, the distal end in the bending section was found to be detached. Additionally, there was an exposed thread found in the bending section cover adhesive. There was no patient involved.

Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunctions could not be definitively determined. However, the issues are likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.